Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent analysis of both patient samples on an alternate unicel dxc 600i system recovered lower results, within the normal reference interval. Patient #1 erroneous result was released out of the laboratory. The customer contacted the physician approximately twenty minutes after the initial result was released and issued the amended result prior to any change in clinical treatment. Patient #2 erroneous result was not released out of the laboratory. There were no patient consequences or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a mandatory incubator belt modification while onsite. The fse discovered the wash valve stator was inverted and noted fluid spill in the wash carousel. The fse noted a clogged wash tower nozzle and loose wash valve rotor causing a backflow in the wash valve which caused the wash valve home sensor to be wet. The fse replaced the wash tower nozzle, the wash valve rotor, and the wash valve home sensor in response to the leaking wash buffer to resolve the issue. The fse noted the fluid spill in the wash carousel caused the high dark count relative light units (rlus). The instrument conformed to the manufacturer's published performance specifications. Rotor. The customer indicted the last troponin I controls were performed the evening prior to (B)(6) 2012. Both patient samples were collected in lithium heparin plasma tubes and were clear (80-90%). The samples were centrifuged at 4,500 rpm (revolutions per minute) for six minutes and placed directly on the closed-tube aliquotter (cta), capped. Quality control (qc), levels 1 and 3, recovered within range on the evening of (B)(6) 2012. The customer performs qc once per day at approximately 22:00 hours. System check from (B)(6) 2012, passed within specifications.